Event description:
It was reported that the participant experienced hyperglycemia after running out of insulin and self-treated the elevated blood glucose; urine ketone testing showed trace ketones, and there was no loss of consciousness or seizure. Symptoms included hyperglycemia with trace ketonuria. Outcomes included self-management without medical evaluation or hospitalization. Investigation included complaint intake and case review with no device return reported. Investigation of this case revealed no device malfunction or component issue identified, and the event was associated with an apparent therapy interruption due to lack of insulin supply. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.